Manufacturer narrative:
As reported, the sealant of a 6f mynxgrip vascular closure device (vcd) was exposed to the skin so much that it did not stop bleeding. There was no reported patient injury. Multiple attempts were made without success to obtain additional information. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock closed as received. The procedural sheath, syringe, advancer tube and sealant were not returned with the device. It was reported that ¿the sealant of a 6f mynxgrip vascular closure device (vcd) was exposed to the skin so much that could not stop bleeding.¿ yet, the sealant sleeve of the returned device was observed remain in the manufacturing position, which indicated that the device may have not been inserted into an existing procedure sheath. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. The shuttle cartridge & balloon catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Per functional analysis, without the return of a whole device, a complete functional testing could not be conducted. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f1824103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. Without the return of the complete device, a complete physical evaluation could not be performed. The condition of the returned device did not match the description of the incident. The exact cause of the reported event could not be conclusively determined. The device showed evidence of never being inserted into a procedural sheath. Procedural factors, such as failure to hold the tamp tube in place, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, the sealant of a 6f mynx grip vascular closure device (vcd) was exposed to the skin so much that could not stop bleeding. There was no reported patient injury. The device is expected to be returned for evaluation. Additional procedural details were requested but are unknown.